Event description:
The device has been explanted.

Event description:
Healthcare professional reported through a company representative right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as fold flaw opening. Additional observations: observed creases on the device. Observed wear abrasion on the device. Yellow particles observed inner the device. Brown particles observed inner the fill channel. No further actions are required as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported through a company representative right side deflation. Device remains implanted.